Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. However, based on the investigation findings, it is likely that the malfunction resulted from the following: the most probable cause of the additional failures is classified as "cause not established," meaning the investigation did not yield a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, there were foreign objects in the air/water cylinder and tube of the gastrointestinal videoscope. There was no patient involvement.